Event description:
A customer reported via webform that a sensor error message was received on the adc device. The customer indicated that due to this, they received third-party treatment of either juice, sugar, and/or food. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempt to communicate between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message did not observed. An extended investigation was performed. Visual inspection has been performed on returned sensor and no issues were observed. Sensor state 5 with event logs 3 and 4 indicating sensor had terminated normally without any error. Customer's complaint was replicated by using a known good reader and similar configuration of application, and the sensor was able to communicate with both without any issues. A communication message was observed which is an expected app message. Customer's complaint could not being replicated and no other issues were found with the sensor. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. The customer indicated that due to this, they received third-party treatment of either juice, sugar, and/or food. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor error message was received on the adc device. The customer indicated that due to this, they received third-party treatment of either juice, sugar, and/or food. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported scan errors. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version, it restricts the ability to identify potential causes of the customer's reported issue. All pertinent information available to abbott diabetes care has been submitted.